Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device had a unspecified repair request. The device was not in use on a patient.

Manufacturer narrative:
Philips will not consider this as a malfunction, as it is consistent with being a service event and not a reported malfunction. No further action is warranted.

Event description:
The service order was opened just to send a quotation of spares to a customer. There was no allegation malfunction. There was no patient involvement.